Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was reported that interstim never helped with her bladder incontinence, but it helped with her bowel incontinence until a couple of days ago. It was noted that the patient couldn¿t feel stimulation at 0.90v on program 3, but was able to feel it when increased to 1.0v. Two weeks later it was reported that the last couple of weeks the patient had experienced a return of symptoms. It was noted that there were no falls or trauma. The patient was on program 3 at 1.0v and increased to 1.1v, where she felt strong stimulation in the upper right thigh, described as shocking, but not painful. The patient changed to program 4 at 1.4v and felt comfortable stimulation. It was later reported that the patient received assistance from her doctor or a manufacturer representative and her concerns were resolved. The patient did not have concerns with her device or therapy.

Manufacturer narrative:
Product ID 3889-28, lot# va01r12, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).